Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2019. No additional event or patient information is available. Data was provided. Review of the data log confirmed the report of an inaccuracy. The root cause was determined to be improper calibration during a rapid rise or fall. The reported allegation falls within the b zone of the parkes error grid. However, the data investigation confirmed a difference in values that falls within the d zone of the parkes error grid.